Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s pain is getting worse. The patient has several medical problems. The caller does not know if this is due to the nature of the pain or if reprogramming is needed. It was further reported that the ins was implanted in the back and is in an awkward position and the patient can't reach it. The caller reports it is very awkward and difficult to connect or recharge, caller has to do it because the patient can't reach. They work with it for some time to get 6-8 coupling. The patient thinks ins has changed position. Caller reports the patient has no trouble charging due to this (and actually doesn't charge as often/battery level doesn't go down as fast as anticipated which is a good thing). The patient was redirected to their healthcare provider (hcp) to assess the ins position. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient saw a manufacturing representative (rep) on (B)(6) 2019 and no movement was detected, the unit was off due to mis use by the patient's caregiver. The patient's ins was turned on with "better instruction on use". No steps have been taken to resolve the patient's difficulty with recharging. The unit is not as sufficient at stopping pain as the trial unit was. No further information was reported.